Event description:
It was reported that there was liquid leakage. The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
D4: expiration date and h4: manufacture date are unknown; no lot number has been provided. One device was received for investigation. The reported issue was confirmed during functional testing when the reported leaking issue was duplicated. The issue was traced to the infusate tubing outlet, which was determined to have insufficient bonding solvent. The investigation attributed the issue to a solvent application error during manufacturing as no lot number was provided, no review of manufacturing records could be conducted.